Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight to the specification, an opening, a wear abrasion, a flat crease and non-penetrating nicks. A microscopic analysis was performed which identified a striated opening and have non-penetrating nick. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage and non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.